Event description:
While inserting a permanent pacemaker, dr (B)(6) was trying to cauterize an arterial bleed in the pocket of the pt. He placed the bovie pen on the mosquitos clamp. On three separate occasions, sparks ignited a ball of fire in the pocket of the pt. On all three occasions, a sound was heard and then the ball of fire happened. After the occasion, we had no further instances. The bovie setting was 60-60 for the first two occasions and 40-40 for the last occasion. Dose or amount: cal - 40 watts, coag - 40 - watts; 60 - watts, 60 - watts.